Event description:
Pump declared an altitude alarm 21, an issue ongoing for over a month, confirmed on certain past dates. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to inspect and clean speaker holes, which were found dirty, and to regularly maintain them. They also replaced the cartridge, which resolved the issue and restored the pump to normal operation.